Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was able to continue using the pump. The customer was instructed to contact technical support if the issue reappears.